Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was admitted to the hospital due to inappropriate shock being delivered by the device, which appear to be caused by a significant decrease in the r-wave amplitude. Troubleshooting was performed and during automatic setup, a severe decrease of the r-wave amplitude was observed, as well as start of t-wave double counting. The therapy was then programmed off. During troubleshooting with movement of the patient arms and trying to move the device in the pocket, the issue was not able to be reproduced. Further advice was requested from technical services (ts). After discussion of the case, programming options were discussed for the vector that provides the best sensing. In addition, it was mentioned that there have been two untreated and two treated episodes due to inappropriate sensing of myopotential noise. Further information was provided and it was advised to discuss with the health care provider as the root cause appears to be something clinical related. Additional information provided indicates that a few hours after the s-ICD device was reprogrammed, the patient received inappropriate shocks again. Reportedly, there is an abrupt change of morphology and then double counting is observed. Further advice from ts indicates it may be possible the system is not well sutured or its position is not well fixed, therefore further assessment of the s-ICD placement and troubleshooting were recommended. The s-ICD system remains in service and no additional adverse patient effects were reported.